Event description:
It has been reported to philips that there was an issue with the wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch was unable to charge and could not be used. The system was not in clinical use. A philips service engineer inspected the system onsite and discovered the wireless charger connector was broken. Without being able to charge the wireless footswitch, the footswitch cannot be used. The service engineer repaired the charger and returned to use. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a connection failure and as such the complaint was reported. Based on the investigation's results, philips concludes that the complaint is not reportable. Updated codes based on investigation.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.